Event description:
Patient was revised due to pain. Intra-operatively found that the cup was loose. **update** (B)(6) 2012 - litigation papers were received. Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patients acetabulum, caused severe pain, inhibited the patients ability to walk, and required revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(4) 2014 - medical records were obtained. Doi will be updated. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on (B)(4) 2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.